Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted that the clamp was connected to a length of the tubing. Fluid was observed to be dripping through the tubing below the clamp. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of outlet port clamps were loose and difficult to close and when the clamp was closed, the fluid still flowed. This was identified during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.